Manufacturer narrative:
Approximately 29 cm of the lumbar catheter was returned. The returned lumbar catheter met the requirements for patency and leak testing. The returned lumbar catheter was attached to the valve and found to have fit the valve appropriately. Therefore, the condition of the complaint could not be duplicated by laboratory personnel. There was proteinaceous debris observed within the exterior of the lumbar catheter. The instructions for use that accompany the device caution that ¿in securing catheters to connectors, the encircling ligatures should be securely, but not too tightly, fastened, lest they eventually cut through the silicone tubing.¿ a review of the manufacturing records showed no anomalies. All catheters are 100% inspected at the time of manufacture. (B)(4).

Event description:
It was reported to medtronic neurosurgery that the patient was implanted with a shunt in (B)(6) 2015. According to the report, the lumbar catheter was found dislodged and was explanted on (B)(6) 2015. Reportedly, there was no impact to the patient.